Event description:
It was reported that the coil was protruding out of the catheter. The target lesion was located in the left hypogastric artery. During the procedure, the physician deployed 10 .035 interlock coils successfully. The physician then delivered a 20mm x 40cm interlock¿-35 coil through a 5f imager ii bern catheter. However, the coil got detached from the pusher wire inside the imager ii. The physician removed the catheter and coil out of the patient. A new imager ii bern catheter was selected and another 20mm x 40cm interlock¿-35 was used. When the coil was pushed approximately 10 cm out of the imager 2 bern catheter, the coil became detached and stuck in the catheter. The physician removed both the catheter and the coil, it was noted that the coil was protruding out from the tip of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).